Event description:
I started with constant upper respiratory symptoms, constant. Runny nose, coughing, multiple episodes of forceful sneezing every day. Many headaches. I just did not feel well. The sneezing episodes were so forceful that I had sore muscles in my chest, back and abdomen. I woke up during the night with the sneezing and congested nose. I saw my primary care doctor and rheumatoid doctor. I tried different antihistamines, and nasal sprays and antibiotics. I went to an allergist and started on allergy shots and prescription nasal spray. When I got the recall notice (the second one, I did not receive the first) I immediately stopped my CPAP and in only a few days the sneezing and runny nose went away and I feel much better. I have a new CPAP machine now. My husband is on a waiting list for his replacement. FDA safety report ID # (B)(4).